Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no down button response due to flatten button dome switch. No button error alarm noted. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, error test, and operating current test due to the unresponsive button. The device was received with minor scratched display window, scratched case on the left side near lcd window and scratched keypad overlay at down button dome switch.

Event description:
Customer reported that they were in a bicycle accident and their insulin pump was now scratched and alarming button error. Customer's blood glucose reading at the time of the call was 180 mg/dl and has a syringe for a back up. No further information reported.